Event description:
It was reported that the sponges were out from the caps of eight (8) minicaps. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of two (2) samples were provided for evaluation. A visual inspection on one (1) sample photo identified the package was open with iodopovidone on the inner walls of the package and the sponge was slightly observed outside the cap. On another photo of a second sample, the package was open with no traces of iodopovidone on the walls of the package; however, the sponge was outside the stopper which had traces of iodopovidone on the outside of the stopper. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.